Event description:
Revision surgery - over one yr ago the pt fell and dislocated, but failed to notify the doctor. The humeral head disassociated and has been floating loose, causing metal on metal grinding.